Manufacturer narrative:
D3: mfg. Establishment name updated. D9: device received on 12/11/2025. H3: the device was received for evaluation. As received, no physical damage or other anomalies were observed, and the lot number was not provided. Visual inspection did not identify any abnormalities. Functional testing was performed to replicate clinical use, during which the set was leak tested using a pressure pump. A leak was observed immediately upon establishing flow. Further investigation identified a hole in the tubing; however, the source and cause of the hole could not be determined. The customer complaint of leakage was confirmed. The probable cause could not be determined.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was stated that there was a leak. The event occurred before patient use at the facility. There was no reported patient harm/adverse event.